Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 600 mg/dl and current blood glucose level was 188 mg/dl. The customer experienced symptoms such as vomiting, nausea. Customer was treated with intravenous injection and insulin drip. Customer was not alleging pump was under delivering. Insulin pump had pump error post-reset ram crc alarm. Customer was able to clear the alarm and able to rewind the insulin pump but, hp test was failed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08680 inches. Insulin pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected post-reset alarm alarm noted. The insulin flow blocked alarm functioning properly.